Manufacturer narrative:
On (B)(6) 2020 reference complaint no.# (B)(4). More information is required on how the product was removed in order to determine if a failure actually occurred with the product. Customer was told "the clinician who removed the bt catheter should inspect the intactness at the end of the catheter just after the removal." If the catheter was intact after removal, the product did not malfunction and shadow in the MRI film would not be a part of the catheter. On (B)(6) 2020: requested more information from the customer to include information on the following: the lot number. Confirmation of current location of catheter in question. Confirmation if pictures are available. Information on the insertion/removal of catheter, etc.

Event description:
After customer used 110-4bt, the catheter was extracted and subsequent CT scan found debris on the scan. Doctor was not sure if it is debris or a fragment for catheter parts.

Manufacturer narrative:
01 oct 2020 follow up 001 (reference complaint no.# (B)(4)). This complaint is a continuation to (B)(4). The customer believed that the debris found on the scan was related to this same catheter. The related product part 1104bt, lot 327459-d16 was returned. Per information found in related sr, review of product evaluation form shows no associated capas. Complaint history was reviewed for the previous two years and found 2 similar complaints, (B)(4). Review of medical device hazard analysis shows incident to identify as an acceptable risk. Engineering reviewed product and was unable to perform tempco and rtr tests, but catheter passed all tests. Unit was functioning as intended. Final report to be submittted, pending final review and approval of the investigation results.

Event description:
After customer used 110-4bt, the catheter was extracted and subsequent CT scan found debris on the scan. Doctor was not sure if it is debris or a fragment for catheter parts.

Manufacturer narrative:
29 oct 2020, follow up 002 (reference complaint no.# (B)(4)). This complaint is a continuation to (B)(4). The customer believed that the debris found on the scan was related to this same catheter. The related product part 1104bt lot 327459-d16 was returned. Engineering reviewed product and was unable to perform tempco and rtr tests, but catheter passed all tests. Unit was functioning as intended. Customer asked for follow up confirmation that there was no issue with the appearance of the product. Engineering confirmed that tests were ran on the catheter and is appeared to perform as expected. Engineering also stated "appearance-wise there was a slight bend in the catheter but it wasn't particularly egregious." Device history record was reviewed and found product met specifications upon release. Per information found in related sr, review of product evaluation form shows no associated capas. Review of medical device hazard analysis shows incident to identify as an acceptable risk. Complaint will be included in trending data for further review and investigation if needed.

Event description:
After customer used 110-4bt, the catheter was extracted and subsequent CT scan found debris on the scan. Doctor was not sure if it is debris or a fragment for catheter parts.